Event description:
The facility reported a flo-gard infusion pump which over-delivered through channel 1. According to the facility, it is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event and this facility was not willing to be contacted for any further information. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of an overdelivery. The root cause could not be determined. No repairs were necessary to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.